Event description:
It was reported that a malfunction occurred on the customer's pump. The customer experienced a low blood glucose (bg) level of under 54 mg/dl. Customer consumed some food to address the low bg level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.